Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer called in to report that the doctor attempted to place the capsule and the capsule failed to attach to the esophageal wall. When the delivery system was removed from the patient, the capsule was still attached to the delivery system.